Event description:
It is reported that the patient was revised due to the component fracture.

Manufacturer narrative:
Evaluation summary: the package insert and/or surgical technique contain statements warning that device fractures may occur where excessive patient weight, excessive patient activity, and/or lack of proximal support are involved. Patient factors that may affect the performance of the components such as height/weight, bone quality, activity level, type of activity (low impact vs. High impact), and adherence to rehabilitation protocol are unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.